Event description:
Device 1 of 8. Reference MFR report: 1627487-2014-15272, 15273, 15274, 15275, 15276, 15277, 15278. It is unk what leads the pt currently has implanted; therefore, all possible lots are being reported. The pt received 2 model 3186 leads (from the same lot) as well as 3 model 3156 leads (2 from the same lot) as part of her scs system. It was reported the pt experiences overstimulation in her lower back. The sjm representative met with the pt and diagnostic testing indicated low impedance readings on all lead contacts. The pt is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.